Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was glue residue impeding the response button contacts. The root cause for the glue residue could not be positively identified. No adverse event resulted from the defective monitor

Event description:
A us distributor returned a patient's monitor and reported that the monitor response buttons weren't working.